Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in hospital for a device upgrade. No pacing was observed when the device was removed. Due to high impedance and no pacing on the right ventricular lead, fracture was suspected; however, impedance issue was not noted on the device prior to change-out. The surgeon discovered visible insulation damage. The physician repositioned and repaired the lead using medical adhesive. The lead was programmed to pace only. The patient experienced complications during cautery with bradycardia followed by ventricular fibrillation, but was successfully defibrillated externally during surgery. The patient was stable and being monitored after the procedure.